Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Event description:
It was reported that the patient had woken up to a power on reset (por) message displayed. It was noted that the system was half charged. It was further noted that the por was reset and that the device had restarted "without problem." Additional information reported that the diagnostic code that accompanied the por was not known. The cause of the por was not determined. It was noted that no patient symptoms were experienced.